Event description:
It was reported that while receiving a blood infusion through a bd neoflon IV cannula, an extravasation occurred causing necrosis to the newborn patient's skin. It was also reported that the patient's veins were weak and difficult to puncture and that the IV was flushed before and after the infusion. The patient was treated with "leko" disinfectant swabs. It is unknown if the use of "leko" swabs is considered routine first aid for wound care or if this was done as a prescribed medical intervention to prevent impairment/damage. No further information regarding the patient's treatment has been made available.

Manufacturer narrative:
A sample is available for evaluation. A review of the device history records revealed no irregularities during the manufacture of the reported lot number 4328136p64. The sterilization record was also reviewed for catalog number 391349, lot number 4328136p64 and found to have been sterilized according to specification. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: the customer stated that no medical intervention was provided to the patient. The staff removed the IV catheter and applied a dressing. Results: two unused samples were received for evaluation. A package leak test was performed on one sample and the other sample was retained for reference. The sample passed the test and package integrity was maintained. As previously mentioned in the initial MDR, a review of the device history record revealed no irregularities and a review of the device sterilization record found the device to have been sterilized according to specification for the reported lot number 4328136p64. Conclusion: an absolute root cause for this incident cannot be determined as the returned sample met manufacturing specifications.